Event description:
The stent (subject device) was returned for analysis and it was discovered that the sdw (stent delivery wire) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) was kinked/bent in multiple areas. The sdw was fractured and the distal bumper and swd tip were not returned. The stent was returned deployed. The stent was deformed. The introducer sheath was intact. A functional test was unable to carry out as the stent was returned deployed. The reported event was not replicated however the analysis results are consistent with the event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after the stent was delivered from the introducing sheath to go into microcatheter, the operator continued to push it and resistance was encountered when it reached distal and stent could not be advanced anymore. After multiple tries the operator withdrew the stent and microcatheter out and the stent was withdrawn from proximal of the microcatheter on the table. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The as reported code 'stent difficult/unable to advance or pullback through catheter' will be assigned a probable cause of procedural factors and the as analyzed codes: 'sdw kinked/ bent¿, 'sdw broken/ fractured during use', and 'stent deformed' will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated.

Event description:
The stent (subject device) was returned for analysis and it was discovered that the sdw (stent delivery wire) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.